Manufacturer narrative:
Info is unavailable; device was not returned for eval. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lung cancer procedure, the staples did not form. There was no pt consequence.